Event description:
It was reported that during an affirm breast biopsy guidance system procedure on (B)(6) 2025, the user site experienced targeting accuracy issues. The user site reported that the system passed its quality check but was off target during the procedure and that the user had to refire during the biopsy. The user site reported that the patient had not moved from the site since the system's calibration two weeks prior to the procedure. It was reported by the user site that reinsertion of the needle was required because the system was off target. A hologic field service engineer (fse) was dispatched to investigate the system and observed that the affirm breast biopsy guidance system stopped powering up. The fse observed that the 15 v was present on the pins going to the system, but not the 5 v. The fse reported that the back plane board and internal cable running to the system was replaced, and the 5 v was present by the affirm breast biopsy guidance system, but the system was still not powering up. The fse replaced the external cable of the system, which resulted in the system making noises but the biopsy control module did not come online. The fse reported that the system was then powering up. The fse updated the modules to the correct software versions and performed all appropriate system calibrations. The fse demonstrated to the user on how to use the targeting verification phantom, which verified the system was targeting accurately. No further information is currently available.